Event description:
Medics responded to a cardiac arrest, pt condition on arrival not reported. After disposable defibrillation electrodes were attached to the pt, an attempt was made to pace the pt. Reportedly, the pace key illuminated but pacing could not be started. The pt's outcome was not reported. The reporter stated there was no adverse affects to the pt as a result of the reported event. The reporters opinion was based on a conversation with the device operator.